Event description:
It was reported that surgeon revised patients' left plate that broke due to a fall. Patient had a left total knee done in 2011 and surgeon implanted a plate approximately (B)(6) 2013 due to patient falling and experiencing a peri prosthetic fracture. Patient fell again and broke the implanted plate. Plate broke at the tip of femoral implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Based on the reported event, the fracture was caused by a fall. A review of the device history was not possible because the lot number was not available. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that surgeon revised patients' left plate that broke due to a fall. Patient had a left total knee done in 2011 and surgeon implanted a plate approximately (B)(6) 2013 due to patient falling and experiencing a peri prosthetic fracture. Patient fell again and broke the implanted plate. Plate broke at the tip of femoral implant.